Event description:
It was reported that the pump touch screen was "ripping off". There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.